Event description:
Boston scientific received information that during a recent clinical follow-up, high out of range pace impedance values were exhibited. Information reports a gradual increase over the most recent six month period; to date values measuring 2800 ohms. No information received on the lead manufacturer and it was reported the device had been implanted over three years. Other lead parameters were reported as stable and an x-ray image shows no lead integrity issues. It was recommended an additional pace/sense lead implant; however, at this time no intervention has been performed or scheduled. Additionally, no adverse patient effects were reported.

Event description:
To date, no information has been received regarding any medical intervention. Boston scientific's current product status indicates this device remains implanted and in service.

Manufacturer narrative:
If new information is received, a follow-up report will be submitted.